Event description:
See MDR# 1036844-2012-00277 for the first kit used. The second kit was opened and the physician attempted to insert the introducer needle into the patients subclavian. Again,the needle cannula broke in half. The physician was able to pull the piece of needle that was protruding from the patient. A third kit from the same lot number was opened and was successfully placed. There was no delay in treatment and no patient death or complications were reported. It was noted the physician is new to this hospital.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.